Event description:
It was reported that the customer experienced low blood glucose levels and then high blood glucose levels. The customer stated that he treated the low blood glucose with food, did not feel well after treating, then called 911. The paramedics initially did not transport him to the emergency room because his blood glucose levels were rising. He reported that the insulin pump's motor stopped. He observed an air bubble, so he removed the reservoir. He noted that he had issue with the act button during the priming process. He believed that he received too much insulin after having issues with the priming; however, the reservoir showed the same amount of insulin as on the display. The blood glucose reading was 56 mg/dl at the time of the event and was wearing the device at the time. He was taken to the emergency room for a high blood glucose reading of over 300 mg/dl. He was treated and released. He declined troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.